Event description:
Related manufacturer reference number: 1627487-2022-05989. It was reported that the lead migrated. It was also reported that patient an unrelated procedure where the device was not placed into surgery mode. Subsequently, the ipg became inoperable, and stimulation was lost. Surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.